Manufacturer narrative:
Information not available for reporting. Date of event: unknown. This report is for an unknown prodis-c implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent the removal of a prodisc-c implant on (B)(6) 2018. No further information was provided. This report is for one (1) unknown prodisc-c implant. This is report 1 of 1 for (B)(4).